Manufacturer narrative:
This information is based entirely on journal literature. An email was sent to the author requesting additional information, with no reply as of yet. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿safety of repetitive nerve stimulation in patients with cardiac implantable electronic devices. Muscle nerve." June 1 2013;47(6):840-844. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The patient underwent a repetitive nerve stimulation (rns) procedure. The ICD detected the electromagnetic interference (emi), and ventricular pacing inhibition for a single paced beat was observed. The ICD was interrogated after the procedure and there were no adverse events. The ICD remains in use. No patient complications have been reported as a result of this event.